Event description:
It was reported that, during treatment, while using an opsite flexifix gentle 5cmx5m most of the silicone glue adheres to the protective plastic and not to the film. This prevents the adhesive from sticking to the patient. Treatment was completed with a backup device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H10: the device used in treatment was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Possible root cause may include component failure as the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the IFU. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.